Event description:
The customer stated that he was hospitalized for hypoglycemia. The customer's blood glucose reading at the time of the report was 378 mg/dl. The customer was in a coma for two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer was disconnected from the insulin pump while priming. More than a month after the event, the insulin pump alarmed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.